Event description:
It was reported that during a laparoscopic gastric bypass procedure, upon deploying the knot, the little silver pin on the bottom of the cartridge fell off into the patient. The doctor removed the piece that broke off and continued the case. The surgeon then used another of the same device and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the sw120 cartridge was visually inspected and no anomalies were noted. A sw100 test device was used to evaluate the suture; upon functional testing the suture was loaded without any difficulties, the knot formed as intended and the cartridge plate remained in its intended position. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.